Event description:
The customer reported that a red spot on the right corner of the pt's mouth and a black spot with white dots on the roof of the pt's mouth were noted following a tonsillectomy procedure. The incident samples was discarded by the site and is not available for evaluation. The site did not provided any additional information.

Manufacturer narrative:
(B)(4). The site reported that the incident suction coagulator was discarded and not available for evaluation. The site also reported that the concomitant force triad generator was tested at the hospital and found to function properly. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.